Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were examined by their dentist who recommended that they cease treatment immediately. The dentist during the exam found occlusal trauma present on the anterior teeth. This condition was not present in the patient when previously evaluated in (B)(6) 2024. Due to the inability of the interproximal reduction on the lower anterior teeth, occlusal trauma is present. If this is left alone, it will lead to damage or tooth/teeth loss. Letter of recommendation provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.